Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to the emergency room and was hospitalized for hyperglycemia on (B)(6) 2019. It was reported that the customer had high blood glucose levels of 29.7 mmol/l at the time of incident. It was reported that the customer experienced nausea, sweating and abdominal pain. It was reported that the customer had removed the insulin pump on (B)(6) 2019 because the customer was unable to rewind the insulin pump and was reverted to manual dose of injection. It was reported that the insulin pump received error alarms and was exposed to moisture. Troubleshooting was performed. The insulin pump was not returned for analysis.